Manufacturer narrative:
(B)(4). A batch review was completed with no issues noted during the manufacturing process. The device was returned to baxter and the evaluation is complete. A visual inspection was performed with multiple cracks noted on the cassette. It was also noted that the sheeting had torn at the corner of the device. No functional testing was performed as the device was too damaged to perform the testing. The reported problem was confirmed via the sample evaluation. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that solution was leaking from the cassette during the prime phase on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.